Manufacturer narrative:
An event of material deformation was reported. The device was returned to abbott and investigation found no visual damage or anomalies on the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported material deformation could not to conclusively determined. It is possible procedural circumstances contributed to the reported event, however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). At the fluoroscopy, the valve was observed to be malfunctioned and abnormal especially missing an unknown material. A new valve was replaced, and it was able to be implanted successfully. Additionally, it was reported that this incident had occurred outside the patient's anatomy. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was stable. At follow-up on (B)(6) 2026, it was identified that the device was never introduced into the patient¿s anatomy.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). At the fluoroscopy, the valve was observed to be malfunctioned and abnormal especially missing an unknown material. A new valve was replaced, and it was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was stable.